Manufacturer narrative:
Insulin pump had cracked case at display window corners, broken battery tube threads, broken half of reservoir tube lip, however test reservoir tube locked or clicked in place properly, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked belt clip slot, minor scratched display window, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that a part of the reservoir compartment was missing. The reservoir would not set safely in the insulin pump. The customer had to use their back up plan. The device was not bumped or dropped. The customer¿s blood glucose during the incident was 11 mmol/l. The insulin pump is expected to return for analysis.